Manufacturer narrative:
Continuation of d11: product ID 353101 lot# unknown serial# implanted: explanted: product type external neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens).patient stated that she vomited on her way home from her procedure. Patient's daughter in law stated a day later that the patient cut the lead wire because someone at the clinic told her she could take a shower. Since the wire wouldn't come loose she cut it. Patient did not feel the stimulation and felt anxiety because of that and her urgency increased. The patient reported a few days later and stated she is going to the clinician tomorrow to deal with these issues. Patient's daughter in law stated that the patient was soaking more during the evening and night. Patient's daughter in law advised to contact the clinician. The hcp stated that the cause of the event was due to patient's confusion. The patient was seen the next week with the doctor at the clinic was the action taken. Yes the issue was resolved. The patient pulled out inadvertently it was reported that patient's therapy indications were overactive bladder and urinary urge incontinence. The patient had their first lead placed (B)(6) 2020. She partially pulled it out and cut it. The rest of the lead was removed (B)(6) and discarded. Another lead was placed. No further complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that stage 1 therapy failed and the lead was removed on (B)(6) 2020. Began processing of the registration on (B)(6) 2020. No further patient complications are anticipated or expected as a result of this event.